Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a red alert due to a high out of range shock impedance measurement. Technical services (ts) reviewed the daily measurements and confirmed there was a gradual increase. Ts recommended replacing the lead. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a red alert due to a high out of range shock impedance measurement. Technical services (ts) reviewed the daily measurements and confirmed there was a gradual increase. Ts recommended replacing the lead. No adverse patient effects were reported. This right ventricular (rv) lead remains in service.

Manufacturer narrative:
This report is being submitted as a correction was made to the date of event. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product investigation is still in progress. This report will be updated when product investigation is complete.